Manufacturer narrative:
Final device analysis reveals hybrid current drain anomaly. Additional analysis is ongoing and was not available at the time of this report.

Event description:
MFR rep reports a pump telemetry failure prior to implantation of the device. While the device was still in its original packaging, telemetry attempts were tried, but were unsuccessful. The pump was not implanted.